Event description:
It was reported that the user experienced multiple early infusion set changes due to use errors, including not removing the needle guard and not removing the adhesive when changing sets, which led to an infusion set deployed incorrectly or connector not attached correctly. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no impact on activities of daily living and no medical intervention. Investigation included troubleshooting and user education by support personnel. Investigation of this case revealed user error related to infusion set handling and deployment. It was concluded that the device functioned as designed and that the event was attributable to user technique, with education provided to prevent recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.